Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to delivering too much insulin and not consuming food. The customer declined to provide bg value and additional information regarding the reported event.